Event description:
Additional information received indicated that the patient received one inappropriate shock due to the over-sensing.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a generator change for normal battery depletion. Prior to the operation, during interrogation, the physician noticed over-sensing of noise on the patient's ventricular lead. The patient was asymptomatic. The physician capped and replaced the lead on (B)(6) 2020. The patient was stable throughout.